Event description:
Healthcare professional reported right side "major infectious episode", "abundant serous material, and damaged prosthesis at upper pole with silicone leakage". Device has been explanted. "Infectious episode" initially treated with "ab ev therapy and drainage."

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device work order (B)(4) was manufactured under controlled conditions in accordance with the current manufacturing procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30009373 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2019 through (B)(6) 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The complaint listing report indicates that there were no other records related to this event for units manufactured on work order (B)(4) and sterilized under sterilization run 30009373. A review of all infection complaints was performed for the period from (B)(6)2019 through (B)(6) 2021 and no adverse trend was found.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "major infectious episode".

Event description:
Healthcare professional reported right side "major infectious episode", "abundant serous material, and damaged prosthesis at upper pole with silicone leakage". Device has been explanted. "Infectious episode" initially treated with "ab ev therapy and drainage."